Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (06/07/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter¿s up button/switch was found stuck which increased the standby current. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient¿s reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began sometime in (B)(6) 2010. The reporter informed the cca that the patient manages his diabetes with insulin (type not specified). Due to the alleged issue, the reporter indicated the patient decreased his dose of insulin from 15 units in the morning and 14 units in the evening. The reporter stated the patient was feeling faint and dizzy 3-4 hours before the alleged issue began. At an unknown time/year in august or september, the patient indicated emergency medical services (ems) was notified for assistance. According to the patient, when the ems arrived she was administered IV glucose. The patient recalls being tested by the doctor/clinic meter, but does not recall the result or the date/time it was taken. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, and the batteries required no replacement. The alleged power issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly received medical intervention from a health care professional (hcp) after the alleged meter issue began.